Event description:
The custome states that a false negative axsym hiv 1/2 go result was generated on a pt sample. Initial testing in 2004 generated a negative result of 0.34 s/co. A fresh aliquot from the oriniginal sample tube was tested on 3 days later yielding a reactive result of 10.75 s/co. The sample from 3 days ago was retested on the following month yielding a reactive result of 8.23 s/co. No impact to pt management was reported.